Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered rubber part on the rear cover packing was peeling off, faulty cable and a rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, poor image displayed on the 4k autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the video function did not function properly due to the breakdown of the cable. However, the specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.